Manufacturer narrative:
H.9 correction removal numbers continued: z-1348-2022. This MDR is associated with a parallel plate applicator, these applicators were discontinued and recalled in 2022.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the upper and lower (left and right) abdomen on (B)(6) 2016 using coolmax. Treatment was given to the flanks and bra roll/back fat, on the same day, using coolcurve. Treatment was given to the flanks and bra roll again on 24-feb-2017 using coolcurve+. The upper abdomen was treated on (B)(6) 2017 using cooladvantage+. The patient developed paradoxical hyperplasia (pah/ph) after treatment and was diagnosed in the upper and lower abdomen, bra roll, and flanks on 06-jun-2018. Ph was described as being more dense and firm when compared to adjacent tissue.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the upper and lower (left and right) abdomen on (B)(6) 2016 using coolmax. Treatment was given to the flanks and bra roll/back fat, on the same day, using coolcurve. Treatment was given to the flanks and bra roll again on (B)(6) 2017 using coolcurve+. The upper abdomen was treated on (B)(6) 2017 using cooladvantage+. The patient developed paradoxical hyperplasia (pah/ph) after treatment and was diagnosed in the upper and lower abdomen, bra roll, and flanks on (B)(6) 2018. Ph was described as being more dense and firm when compared to adjacent tissue.

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the upper and lower (left and right) abdomen on (B)(6) 2016 using coolmax. Treatment was given to the flanks and bra roll/back fat, on the same day, using coolcurve. Treatment was given to the flanks and bra roll again on (B)(6) 2017 using coolcurve+. The upper abdomen was treated on (B)(6) 2017 using cooladvantage+. The patient developed paradoxical hyperplasia (pah/ph) after treatment and was diagnosed in the upper and lower abdomen, bra roll, and flanks on (B)(6) 2018. Ph was described as being more dense and firm when compared to adjacent tissue.